Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was conducted by mako surgical with regard to this event. Mako field service evaluated the subject rio system and confirmed the error described in the event report. The camera connection error was caused by debris in the fiber optic connectors to the camera which was the cause of rio failing registration. The camera was replaced and the rio was re-calibrated and the system rechecked to make sure that the system was performing to specifications.

Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interface orthopedic system (rio). During rio setup, a camera connection error appeared and the surgeon was unable to register the rio. The surgeon elected to convert the patient to a total knee arthroplasty.